Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp. Unit was alarming code f7, and event logs reflected recent fault codes 6 & 7. To fix the issue, the fse replaced the front end board as well as the 9v alarm battery as it was weak. Completed 30psi calibration and adjusted vacuum and pressure. Full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had trouble booting up. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: h6(health effect ¿ clinical code).

Event description:
N/a.